Manufacturer narrative:
(B)(6). Date of device breakage is not known. Number 510k: this report is for two (2) unknown locking screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported as (B)(6) 2016. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant device therapy date reported as (B)(6) 2016. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 3 years ago the patient was implanted with a non-synthes plate during an unknown procedure. In (B)(6) 2016, the patient had revision surgery to remove the non-synthes plate and was implanted with a synthes 12mm titanium cannulated tibia nail-ex and six (6) locking screws. Reason for revision is unknown. Post-operatively, it was discovered that there was a nonunion and two (2) proximal locking screws were found broken. On (B)(6) 2017, revision surgery was performed where all implants were removed. The surgeon did an osteotomy before revising the patient with a new tibia nail and screws. There was no surgical delay and procedure was completed successfully. Patient status was reported as stable. Concomitant devices reported: 12mm titanium cannulated tibial nail-ex with proximal bend 375mm (04.034.655s, lot number unknown, quantity 1), locking screw (part number unknown, lot number unknown, quantity 4). This report is for two (2) unknown locking screws. This is report 1 of 1 for (B)(4).